Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for heart attack due to high blood glucose. The customer's blood glucose level was 500 mg/dl. The customer was treated with manual injection. Customer also reported that the insulin pump had insulin flow blocked alarm and the issue was resolved by the set change. Customer did not using the auto mode. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.